Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 08-apr-2026, a sales representative reported via email that during a thumb ucl repair with an internal brace, the second ar-8978p dx swivelock sl with forked eyelet did not engage the prepared bone socket upon insertion. The eyelet component remained implanted, and the screw was removed. A third swivelock anchor was opened and successfully used to complete the procedure. The issue resulted in a minimal procedural delay of approximately five minutes. No patient harm was reported. Additional information was received on 13-apr-2026: the swivelock components were intact during use. The swivelock was reconfigured, and a second implantation attempt was made. During the second attempt, the fork eyelet could not be removed and was left in place. This did not affect the final fixation.